Event description:
It was reported by the affiliate that during a hysterectomy procedure, the balloon broke when put saline 10mm. There were on adverse consequences to the pt.

Manufacturer narrative:
H4: additional lot=a4ck2l, exp date = 10/2010, manufacture date = 11/2005. Device not returned for analysis. The batch/lot record was reviewed and no anomalies were noted.